Event description:
It was reported the patient experienced altered mental status (previously pretty sharp) and difficulty walking. The issue occurred suddenly the morning of the report. The patient arrived to the hospital via ambulance and an MRI was needed to rule out possible stroke. The area scanned was the head/brain. It was unknown what drug the pump was used to deliver (device registration listed the drug as morphine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).